Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Rep was not present for the procedure and does not know the reason for revision. The shell was not revised and the liner was revised, but the rep does not know if any other devices were revised at that time. Rep confirmed that no further information is available.